Event description:
It was reported that the lead exhibited an anomaly. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field complaint of lead anomaly was not confirmed in the laboratory. Damage found was sustained in the field. The lead exhibited normal electrical and mechanical characteristics. No anomaly was found.